Event description:
It was reported catheter sheath rupture, not used on a patient. No further information was provided. (B)(6) 2026- it was found during an investigation the distal tip of the microintroducer sheath is observed to be deformed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer sheath tip is confirmed; however, the exact cause is unknown. One photograph of a microintroducer sheath was returned for evaluation. Visual observation of the photograph shows a microintroducer sheath without the white microintroducer. The distal tip of the microintroducer sheath is observed to be deformed. Due to the quality of the photograph, no details can be discerned from the photograph. No other damage can be discerned from the photograph. No blood or use residue can be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.